Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that as the pump bolus setting was incorrect and the customer did not deliver a food bolus. Blood glucose (bg) was 299 mg/dl. Tandem technical support assisted the customer with entering the correct bolus setting. A correction bolus was delivered to address bg.